Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the difficulty deploying the suture; however, additional treatment appears to be related to circumstances of the procedure. Unused, sterile, representative sample devices were returned and passed all functional testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other six proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with seven proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture came out with the device on all seven proglide devices. Sutures from two additional proglide devices from a different lot number were successfully preplaced using the pre-close technique. The tavr procedure was completed and hemostasis was achieved with the successfully preplaced sutures of the eighth and ninth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.